Event description:
The customer reported that the cuff of the tracheostomy tube would not inflate. The caller did not have any other information. In a subsequent call the customer reported he had learned that the cuffed failed during patient's use which required a non-routine replacement of the tube.